Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The evaluation found the unit inoperable due to constant "reload set" alarms. The ultrasonic sensor readings with a fluid filled tube were found to be below specification. With low ultrasonic readings it would make the pump more sensitive to air in line alarms if the pump was able to run. The upstream sensor will be replaced.

Event description:
It was reported that a pump has a "bad air sensor." There was no reported pt injury.